Event description:
Hyperopic astigmatic laser in-situ keratomileusis clinical investigation/primary and secondary hyperopia treatment with lasik secondary hyperopia from prior refractive surgery -prk, alk, r, ltk- performed: 2004. Reporter is writing regarding the above named FDA clinical trial with visx star s2 in 2000. Reporter had a pre-existent decentered ablation on their right cornea from prk with visx star s2 in 1998, and had minor diplopia from their right eye from the irregular astigmatism. Reporter was mis-informed of the risk of using lasik to treat decentration by the clinical investigator, at eye laser center; and was inappropriately included in the visx hyperoptic lasik study. Dr performed lasik on their cornea based on erroneous refraction data and the lasik resulted in severe corneal irregularity and central islands with 3.0 -4.5 dioptors in height over a 3mm area. This has devastated their vision and resulted in 5 constant duplicate images from their right eye, as well as debilitating halos and starbursts from any light sources in low ambient light. Dr has since tried to cover up the adverse outcome and mis-represented data on case report forms to FDA. These acts could comprise violation of title 18, united states code, section 1001 -counts 1,2,3,5,6 and 7-, as well as obstruction of agency proceedings in violation of title 18, united states code, section 1505 -counts 4 and 8- lasik is a real risk to public safety when clinical trial investigators didn't follow FDA/irb exclusion criteria and at the same time promote the procedure while mis-informing the public of its risk with pre-existent ocular conditions. Reporter believes oci is the appropriate office to follow up with these types of cases if the treatment is part of a FDA clinical trial.